Event description:
The customer reported that they experienced "unexpected volume sound" on the two central stations that related to a patient's death.

Manufacturer narrative:
The customer reported that the audio at all the central station was too low to be heard and a death occurred. The field service engineer (fse) went on site to troubleshoot the cause of the issue. He found that the volume at the central station was turned down to '4', but adjusted it back to level of '8' before he arrived on site. He mentioned that the alarms were noticable when walking through the unit. The customer inquired into possible solutions to prevent this from reoccurring. The fse provided information about a paging system, and nurse call boards or adding an additional client to the telemetry room. The biomedical engineer indicated that there was no device malfunction. While the available evidence supports that no device malfunction occurred, red alarms occurred for a patient over a period of time that were not heard or responded to and a delay in treatment of a patient occurred that philips is considering to have been a factor in the patient's death. The volume of the alarms at the central station had been turned down from '6' to '4'.